Manufacturer narrative:
The immucor product investigations lab performed an ag_cce assay on known rh in house donor samples, on the neo, using retention anti-c gammaclone, lot 936130. Controls performed as expected and all in house donor samples resulted as expected. A product deficiency was not identified. No product or samples were returned for additional investigation.

Event description:
A customer reported obtaining unexpected negative reactions on galileo neo (B)(4) when using blood grouping reagent, anti-c gamma-clone, lot 936130.